Manufacturer narrative:
Product complaint # (B)(4). No device associated with this report was received for examination. Cup positioning is determined by the implanting surgeon and is not considered a device problem. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per surgeon, pt has mal rotated cup and poly wear. No records other than case done in 1997 in (B)(6). Not sure exact month or day. No records available. Surgeon removed head, duraloc 54 cup and liner. Pt has prodigy stem in that is staying. Surgeon put in competitive mdm cup. Doi: (B)(6) 1997 - dor: (B)(6) 2020 (left hip).